Event description:
Implantable infusion port placed on (B)(6) 2019; placement was confirmed by imaging and patency established. On (B)(6) 2019 an attempt to access the port at an outside facility was reported to be unsuccessful; images on (B)(6) 2019 showed the catheter and port were separated. The device was removed on (B)(6) and replaced (B)(6) 2019. Of note, but not directly related to this event: when the kit that was used for this case was opened, the circular metal ring around one of the white-tipped connection rings had fallen off the tip, making it unusable.